Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. An initial log file review revealed that the device performed a reboot in this particular situation which was successful; ventilation was resumed afterwards with previous settings.

Event description:
It was reported that the induction of the patient in manual ventilation was uneventful but that - soon after switchover to automatic ventilation, the anesthesia device alarmed, the screen turned black and ventilation stopped. As per report, the emergency gas supply has worked, the device was replaced and the event did not result in health consequences for the patient.